Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0449 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported the cvad nurse specialist assessed PICC line first using aseptic technique by obtaining blood. It was stated that then the cvad nurse specialist flushed line, noted leaking at exit site, slowly pulled back PICC line and noted two cm into vein (at external length 22cm) fracture in PICC. Line removed as policy and registrar informed of this. Dry dressing applied. Patient comfortable and no ill effects reported. Rescheduled for another PICC line to be placed as patient requiring this due to poor venous access.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A circumferential split was observed in the catheter near the 7 cm depth marker. Slight bends were observed in the catheter between the 1 cm and 2 cm depth markers as well as at the 4 cm, 5 cm, and 7 cm depth markers and 4 cm and 5 cm depth markers were observed to be faded. A microscopic observation revealed the fracture surfaces were rough and granular in texture with slightly rounded edges. Multiple impressions were observed in the catheter material leading into the fracture site, which is evidence of buckling. Additional impressions and lightening of the catheter material was observed at the corners of the split as well. The evidence of buckling, kinking, and wear suggest the catheter failed due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported the cvad nurse specialist assessed PICC line first using aseptic technique by obtaining blood. It was stated that then the cvad nurse specialist flushed line, noted leaking at exit site, slowly pulled back PICC line and noted two cm into vein (at external length 22cm) fracture in PICC. Line removed as policy and registrar informed of this. Dry dressing applied. Patient comfortable and no ill effects reported. Rescheduled for another PICC line to be placed as patient requiring this due to poor venous access.